Event description:
During preparation for and during cardiopulmonary bypass, the air detection sensor could not be reset, requiring it to be removed from service. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but no conclusions have been made.